Manufacturer narrative:
The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. DHR / lhr, device history record / lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. One (1) vcare device was returned for evaluation. The cervical cone, vaginal cone, and intrauterine balloon were completely detached from the manipulator tube. Although there was a small tear in the proximal middle of the intrauterine balloon, it appeared to have detached "cleanly" (i.e., with minimal damage) from the manipulator shaft; however, the u.v. Adhesive appeared to have been adequately applied to the manipulator tube where the intrauterine balloon was attached. The handle and pilot balloon were still attached and not damaged. The inside diameter of the cervical cone measured within specification using calibrated pin gages. The distal hole in the blue vaginal cone measured within specification. The outside diameter of shrink band provided an interference fit between the inside diameter of the cervical cone with the outside diameter of the shrink band on the manipulator tube. The intrauterine balloon adds additional resistance to detachment of the cervical cone. A vcare cone / balloon detachment investigation guidance questionnaire was sent to end-user for completion related to this complaint. Key information from the questionnaire is the device was difficult to remove, requiring excessive force. In addition, fibroids were reported as a contributing factor to the device failure, which may have added resistance to device removal. It was not reported whether the locking mechanism was released and whether the blue vaginal cone was retracted prior to attempting to remove the device. The most likely cause of this complaint is application of force which exceeded the cervical cone / intra-uterine balloon pull off strength capability of the device. This would allow the vcare shaft to pull through the cervical cone, detaching the intra-uterine balloon from the device. Contributing factors in the procedure include fibroids, not releasing the locking mechanism prior to removal attempt, and not retracting the blue vaginal cone prior to removing the device. These factors would increase resistance allowing the vcare shaft to pull through the cervical cone. Retracting the vaginal cone in the vaginal cavity prior to device removal may allow for an easier removal of the device. A small vaginal cavity, the particular shape of the vaginal canal, or vaginal canal anatomical changes may also increase removal force on the device if the vaginal cone is not removed properly per dfu, directions for use, instructions. The risk associated with this complaint is mitigated in the vcare dfu which states, "prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components have been retrieved from the patient." The complaint investigation has not identified a manufacturing or component defect; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed.

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1320894-2011-00062, and medwatch 1320894-2011-00091. The device has been returned to conmed for evaluation; however, the evaluation has not yet been initiated. Preliminary evaluation of the device confirms that all pieces of the vcare device have been retrieved and returned to conmed corporation. On completion of the quality engineering investigation of this reported incident a supplemental report will be filed. Eval anticipated; not yet initiated.

Event description:
It was reported, "I was told by the surgeon that the balloon failed during the case. This was evidenced by the fact that the external balloon on the air injection port. Also, upon removal of the device, the forward (cervical) cup slipped over the balloon and had to be removed from the patient as it had separated from the device. The surgeon had some concern if he was able to get all of the pieces of the device out of the patient. I do have the actual device, and I will send it in as soon as I have the bio-kit. " the vcare device was utilized during a robotic assisted total laparoscopic hysterectomy. It was also reported, "no injury to patient."